Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the complaint unit was carried out. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no issue was noted with the handshake connections. The rotablator unit was returned with a guide liner 0.71 and balloon. Product analysis indicates the fibre optic cable & air hose cables were cut/removed from the device upon its return to site for investigation. It is probable that the user removed these cables in order to package the device back to site for analysis. The catheter burr was detached from the distal coil. The drive shaft was examined and it was noted that the distal coil was stretched and broken. The distal end of the coil was returned in the proximal end of the burr and the guide wire was removed from the guide catheter without any issues noted. No other issue noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr became detached. The target lesion was located in the "minor" tortuous proximal right coronary artery. A 1.50mm rotalink¿ plus was selected for use. During the procedure, the rotablator burr became severed from the drive shaft and remained independent on the extra support guidewire in the proximal rca. The physician retrieved the burr by passing a 2.5mm bsc balloon distal to the burr, inflated the balloon and then pulled the inflated balloon until the detached burr entered the guide catheter. The burr was removed with the entire system out of the patient's body. It was then noted that the rotablator drive shaft appears "threaded" at point where it was severed from burr. No further patient complications were reported and the patient was hemodynamically stable throughout.

Manufacturer narrative:
Age at time of event: late 60's. (B)(4).

Event description:
It was reported that the burr became detached. The target lesion was located in the "minor" tortuous proximal right coronary artery. A 1.50mm rotalink&#10256;lus was selected for use. During the procedure, the rotablator burr became severed from the drive shaft and remained independent on the extra support guidewire in the proximal rca. The physician retrieved the burr by passing a 2.5mm bsc balloon distal to the burr, inflated the balloon and then pulled the inflated balloon until the detached burr entered the guide catheter. The burr was removed with the entire system out of the patient's body. It was then noted that the rotablator drive shaft appears "threaded" at point where it was severed from burr. No further patient complications were reported and the patient was hemodynamically stable throughout.